Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The pump was not returned for investigation. The data log showed a five minute rise in purge pressure, which persisted for two hours before gradually reducing to normal levels. No motor current spikes were reported during the high purge pressure event. As per the clinical details, high purge pressure alarms went off and tissue plasminogen activator (tpa) was added to the purge. The cause of the high purge pressure issue was most likely biomaterial, based on data log review since tpa in the purge resolved the issue. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 added code 4114 as it was inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported due to a 54-year-old male patient's co-morbidities and low ejection fraction, a decision was made to place an impella 5.5 device to support the patient for planned bariatric surgery. Shortly after placement of the impella 5.5 device, high purge pressure alarms were experienced. Tissue plasminogen activator was added to the purge in response to the noted issue. Support with the implanted pump continued, and there was no report of patient harm.